Manufacturer narrative:
Abiomed has received the device. The product has not yet been evaluated. A supplemental report will be sent after device evaluation.

Event description:
The customer reported that after the impella was positioned in the left ventricle. The 0.018 guide wire was removed with slight resistance. The pump was explanted and a piece of the guide wire was found in the cannula.

Manufacturer narrative:
The product and data logs were returned and evaluated. The returned data logs indicate the pump may not have been in proper position throughout support. There were no major abnormalities noted on the returned pump. There were some scratches on the pump housing window, indicating possible witness marks from interaction with the guidewire, however the root cause of the guidewire fracture was unable to be determined.